Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the cause of the power on reset mode was due to overdischarge. The device was allowed to go into (or very close to ) overdischarge due to not being charged. The patient had a shoulder injury that temporarily made it difficult to charge ins. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostim ulator (ins). It was reported there was a power on reset (por) code on the patient's programmer/recharger upon pairing. The patient had a shoulder/neck injury that prohibited normal use of the system for 4-5 weeks. Antenna locate was performed. Trickle charge was actually not required the device charged for about an hour and por reset performed with 8840 programmer. The issue was not resolved at the time of this report. At the time of this report the ins is still charging and the rep will reset power on reset (por). No surgical intervention or plan occurred. No patient injury or complication occurred from this report.